Event description:
It was reported by the getinge field service engineer that during preventive maintenance, the cardiosave intra-aortic balloon pump (iabp) had a broken fiber optic connector. There was no patient involved.

Manufacturer narrative:
Due to character limitation in e1: full initial reporter name: (B)(6). The getinge field service engineer (fse) replaced the fiber optic connector. The unit passed all safety and functional tests and was returned to the customer for clinical use.